Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with redness, pimple or bump and pinkish hue that extended beyond the patch perimeter. The patient reported that the sensor failed and upon removing the sensor, the area in the sensor (beyond the sensor patch perimeter) was pink, reddish and had a bump. The patient said that it was only on (B)(6) 2026 that she was able to go to a doctor to have the skin irritation checked. A wound culture was performed. The doctor then lanced the bump and drained it. No painkiller/anesthesia was given to the patient. After lancing the bump, the area was bandaged. The doctor then prescribed two oral antibiotics (ofloxacin and bactrim - dosage not provided, taken daily for 10 days, patient started taking on (B)(6) 2026 for 10 days). At the time of the call, the patient said that she is still taking the oral antibiotics and bandaging the area. The patient said that area is healing and no longer as reddish. The reaction was treated with a prescription of an oral or IV medication. No other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).